Event description:
Additional information received reported that the patient¿s potential implanting physician noted that the patient was currently trying to get clearance (pulmonary and diabetes) for surgery. It was noted that the surgery was for receiver and precautious lead removal and concomitant new spinal cord stimulation (scs) system implanted. It was noted that there had been no changes to his partial system for months.

Event description:
It was reported that there was an ¿e-a¿ error code on a transmitter. It was noted that the antenna was unplugged. It was later reported that the patient was having a surgical revision of the device receiver, and the receiver wasn¿t working. It was noted that a new transmitter was sent out previously and the patient was unable to get stimulation. Prior to the device ¿not working¿ the patient¿s coverage was described as decent paresthesia. It was unknown what device the patient was being ¿upgraded to.¿ the next day, it was reported that the patient¿s device receiver was non-functional and the receiver was removed on 2012-(B)(6). It was noted that diagnostics included impedances and x-rays, all impedances were out-of range. It was reported that an extension was connected to the existing quad leads, and corrosion was found on both ¿quad tails.¿ the reporter stated that the patient¿s doctor decided not to remove and replace the existing leads at this time. It was noted that the patient had no therapy.

Manufacturer narrative:
Product ID 3210, serial# (B)(4), product type transmitter product ID 3487a, lot# l37890, implanted: 1996-(B)(6), product type lead product ID 3487a, lot# l37769, implanted: 1996-(B)(6), product type lead. (B)(4).